Manufacturer narrative:
No sample was received by manufacturing for evaluation. Batch record review showed that all testing results are within specification. No other adverse reactions have been reported for this lot. Since no complaint sample is available, no further evaluation is possible. Additional information was requested. (B)(4).

Event description:
A surgeon reported that diffused erosion was observed on the anterior lens capsule upon follow up after an intraocular contact lens (icl) implantation procedure. Viscoelastic product was used in conjunction with the procedure. A secondary procedure was necessary to explant the icl. No sample is available for evaluation. Additional information has been requested. The manufacturer of the lens was notified of this reported event.